Manufacturer narrative:
Block h11: block b5 has been updated based on the additional information received on march 15, 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and one (1) day post-procedure (pod01) admission for bladder spasms. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1002 captures the reportable event of abdominal pain. Impact code f08 captures the reportable event of hospitalization. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor intra-operative complications noted in the operative note at the conclusion of the procedure. One (1) day post-procedure (pod1), the patient was admitted to manage post-operative bladder spasms. Eight (8) days post-procedure (pod8), the patient was presented in the emergency department (ed) for abdominal pain and nausea after stent removal. Pain management was given and the patient was not admitted. Per physician's assessment, the event was serious, possibly related to the device, and causally related to the procedure. Additional information received on march 15, 2024: the patient presented to ed eight (8) days post-procedure for abdominal pain and nausea after the removal of a non-boston scientific stent.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor intra-operative complications noted in the operative note at the conclusion of the procedure. One (1) day post-procedure (pod1), the patient was admitted to manage post-operative bladder spasms. Eight (8) days post-procedure (pod8), the patient was presented in the emergency department (ed) for abdominal pain and nausea after stent removal. Pain management was given and the patient was not admitted. Per physician's assessment, the event was serious, possibly related to the device, and casually related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6)2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and one (1) day post-procedure (pod01) admission for bladder spasms. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1002 captures the reportable event of abdominal pain. Impact code f08 captures the reportable event of hospitalization. Impact code f2303 captures the reportable event of medication required.